Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm during normal use. The customer's blood glucose was 10.4 mmol/l at the time of incident. Troubleshooting was done. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within spec range. The insulin pump received with normal operating currents. No unexpected failed battery test/failed battery alarm during testing. The insulin pump received with scratched case, case cracked behind the pump near the battery compartment, serial number label sticker fading, pillowing keypad overlay, and minor scratched lcd window.